Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the abdomen while wearing the device for approximately 25 to 36 hours. According to the patient, they had attended a football match where it was raining. While running to the car, they experienced significant pain in the pod area. Upon arriving home, the patient removed the pod and observed soreness, a lump, and marked redness at the site. The legal guardian reported that the patient was taken to the emergency room on (B)(6) 2025, where clinicians outlined the affected area to monitor whether the infection was spreading. The patient was prescribed antibiotics and was advised to avoid using that area for future insertions. The legal guardian could not recall the specific antibiotic prescribed.